Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photo or sample was received by our quality team for evaluation; therefore, the customer's complaint of air in line could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that primary tubing sets had air bubbles in the line. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that tacrolimus was causing air bubbles in the line. Customer response (B)(6) 2020: "my husband is still in the hospital and it happens everyday. Not just to him, it is just something that happens with all the tac lines all the time. I am just a caregiver for a patient so I can't give you a sample. My intent with contacting bd was just that bd is a client of mine and I was wondering if there were any tips for the nurses. One of the alaris people did send me info about something that could help with that" customer response (B)(6) 2020: since I am a patient¿s caregiver and not a hcp I can¿t provide a whole lot of info. I am also a market research provider for bd which is why I thought to ask the question about this and bring it to bd¿s attention. Answers to the questions below as far as I can: are you able to provide a date for the event? 2020 (B)(6) onwards for my husband who is on 24/7 tac but I understand this happens all the time with the tacrolimus lines. Are you able to provide a part no and batch no for the product reported? It¿s the blue tac line (I don¿t know the name of it but I do know they have special tubing for tac). Are there any sample(s) available that can be returned for evaluation? Was there any adverse event(s) as a result of the reported defect? No ¿ I don¿t think it is a critical issue, just annoying!" "I have a question for you. Wondering if you have a friend who works on alaris that I could ask a question. Not sure if you know, but my husband has leukemia and is currently in penn for a month getting a bmt. Transplant day is actually today. He has an alaris pump and is on 24/7 tacrolimus. Tac apparently causes air bubbles in the line. Although there is a special (blue) line for the tac, the bubbles still happen and the damn pump then continuously beeps until the nurse comes in and fixes it. Can take a while for the nurse to come which is not so great when it¿s the middle of the night! Just wondering if the alaris people have come across that and have any tricks for this that I could share with the nurses? I swear I feel like I am in an ethnography every time I am in his room. With all the stuff he is getting and the things they have to do, I am constantly noticing things they could do better in terms of equipment, schedule etc to make it easier on the patients!"